Manufacturer narrative:
This report is for an unknown stainless steel 7.3mm cannulated screw/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient was implanted with synthes stainless steel 7.3mm cannulated screws to treat hip fracture. On (B)(6) 2021 patient underwent the revision procedure because the previous day placed three (3) stainless steel 7.3mm cannulated screws were poorly positioned. There were no broken implants. The patient was revised to titanium 7.3mm cannulated screws. Patient outcome is reported as successful. Revision surgery was delayed by around twenty (20) minutes due to intraoperative event of two (2) broken cannulated screwdrivers. No further information provided. This report captures post-operative event of revision procedure due to poorly positioned three (3) stainless steel 7.3mm cannulated screws while related complaint (B)(4) captures the intra-operative event in which the (2) two cannulated screwdriver broke during a hip fracture revision. This report is for one (1) unknown stainless steel 7.3mm cannulated screw. This is report 1 of 3 for complaint (B)(4).